Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom teeth are pushing into each other causing so much pain. Feels like that the aligner does not fit properly. They are starting to get a big gap in between their bottom front teeth. Requested additional information, provided information on tips and tricks.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.